Event description:
It was reported that the implant at tooth site #29 was removed due to infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the implant placement date and implant removal dates were updated. The following sections are being reported: b4: date of this report was updated. B5: additional information was received and updated. D6a: implant placement date was updated. D6b: implant removal date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Additional information was received updating the implant placement and implant removal dates.